Manufacturer narrative:
Complainant also reported that the user advisory 45 was able to be cleared after rotating the driveshaft back to the home position, however, the message returns after a new lifeband® is inserted and the platform is powered on. The autopulse platform s/n (B)(4) was returned to the manufacturer for evaluation. Visual inspection of the returned platform was performed and it was found that the load plate cover and battery lock were damaged. Functional testing was performed and it was observed that when the platform was initially powered on, it exhibited a ua45 (not at "home" position after power-on/restart) message. The shaft was rotated back to the "home" position, which cleared the ua45. After the ua45 was cleared, the platform ran for more than 20 minutes with no problems. During compressions, the platform was paused, the lifeband pulled up, then the platform was restarted and no faults or errors were observed. A review of the platform archive was performed and found a single ua12 (lifeband® not present) error, multiple ua17 (max motor on time exceeded during active operation) errors, ua18 (max take-up revolutions exceeded) errors and ua45 (not at "home" position after power-on/restart) errors that occurred on the reported event date of (B)(6) 2014. The root cause of the ua12 error was determined to be that the lifeband® was not present when the platform was powered on. The root cause of the ua17 errors was unable to be determined. The root cause of the ua18 errors was determined to be caused by the lack of a detectable load on the platform. The root cause of the ua45 errors was determined to be that the drive shaft was not at the "home" position when the platform was powered on. Parts replaced not related to the reported complaint to ensure that the autopulse platform is functioning without issue: the load plate cover, battery lock and power distribution board (pdb) were replaced. During final test, it was observed that the display was flickering. The faulty lcd display was replaced to remedy the problem. The platform underwent and meet all final testing criteria.

Event description:
Complainant alleged that during a shift check, the autopulse® platform kept displaying a user advisory (ua) 45 message even after rotating the drive shaft back to the "home" position multiple times. There was no report of any patient involvement. No further details were provided.